Event description:
Related manufacturer report number: (B)(4). It was reported, during implant procedure. That the atrial lead insulation was swollen and the lead failed to capture. The lead was successfully exchanged. The replacement lead with serial number (B)(6). Was also reportedly swollen, but was nevertheless implanted. The patient was stable and asymptomatic.